Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed a ¿speaker malfunction¿ message was displayed on the device and was not producing any sound. The rse determined that the {453564287821, ss cbl speaker8 ohm 36mm f0-380hz 5.8mm} needed to be replaced. A field service engineer (fse) went onsite, confirmed that speaker failure. The cause of the reported problem was the speaker. The reported problem was confirmed. The fse replaced the speaker to resolve the issue. The fse did the audio test and device was working normally. The device was operational after replacing the speaker. Reporting address state: mex..

Event description:
The customer reported that the equipment shows inop: right speaker failure. It does not produce sound. The device was in use on a patient at the time of the event. There was no adverse event reported.